Event description:
Device issue: none. Adverse event: amaurosis fugax. Time of ae: post-procedure. It was reported via trial that one day post successful stent implantation in the left internal carotid artery, the pt experienced amaurosis fugax of the left eye. No treatment was given and the event continues unchanged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: neurological event and visual disturbances may occur during this type of procedure and as listed in the instructions for use, neurological event and visual disturbances are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. The information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiences which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.